Event description:
It was reported that a lead end cap was used there was difficulty removing it from the lead during stage 2 procedure. The lead end cap appeared to have caused damage to the lead. It was stated that the existing lead would be retained. Impedance on #3 was reported about 2100, and others were reported within normal range. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Lead model #3389, serial # (B)(4), implanted: (B)(6) 2011.

Event description:
Additional information received reported that the health care professional was able to reposition the set screw with the extension to the lead. Impedances were then within normal limits. The patient was doing well.